Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. No lot release records were reviewed because no product lot number was reported. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119: warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
On (B)(6) 2018, the patient's blood glucose (bg) levels exceeded 27.8 mmol/l (500 mg/dl) while wearing the pod between 24 and 36 hours on the right shoulder. Multiple correction boluses were administered using the pod but her bg levels did not decrease. The patient felt sick and went to the hospital. At the hospital she was diagnosed with diabetic ketoacidosis (dka) and treated with 1 unit of insulin per hour via intravenous (IV) route, which later increased up to 5 units. In addition to insulin she was treated with IV fluids and potassium. It should also be noted the patient has been under a lot of stress and thought she may have a "sinus cold coming on". The pod she had been wearing was discarded and a new pod was applied. Some blood was noted in the cannula but otherwise the pod appeared normal. As of (B)(6) 2018, the patient was out of the hospital and feeling better.